Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. The complainant reported a priming issue while preparing the pump for impella support. It was noted that the inflow of the liquid could not be confirmed during the priming process. The pump was replaced and the procedure continued without further issue. There was no patient harm.